Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device shut down without alert/error message. She stated no a2 (battery low) or e2 (battery depleted) was displayed. She experienced elevated blood glucose of approximately 400 mg/dl. The pt switched to her backup infusion device and bolused to lower her blood glucose. She also reported the up/down buttons of the infusion device do not work. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.